Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Blood glucose value was high at 515 mg/dl. During troubleshooting, the customer received no delivery alarms during prime when disconnecting at the quick release and when disconnecting and reconnecting the tubing connector. Customer was advised the alarm was caused by a site or set occlusion and to change the infusion set and reservoir as soon as possible.